Manufacturer narrative:
The customer originally reported ¿fluid goes back from the aspiration line - it is even worse than it was before.¿ additional information obtained states: ¿there is 3 different issues with this system were observed (at the same time): the first issue is that the reflux from aspiration line in the irrigation/aspiration (I/a) mode, cortex can be seen going back from the line when the staff turns I/a mod off. The second issue is that during irrigation and after the intraocular lens implant (iol) is placed, air bubbles appear at the very beginning of this irrigation. This is problematic for the surgeon. The third issue is that the system does not 'keep a stable chamber' meaning the eye pressure is too low. There was no patient harm confirmed. All the surgeries were completed with the same system. Additional, related information was requested but the information has not been obtained.¿ the operators manual states if the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. The operators manual also warns the use of non-company surgical reusable or disposable I/a handpieces that do not meet company surgical specifications, or use of a handpiece not specified for use with the infiniti® vision system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg with a 0.5 mm or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. Anterior chamber stability is primarily influenced by the balance between influx of irrigating fluid and its efflux through the main corneal incision and side ports. The infiniti vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase and or chamber collapse. As the patient¿s medical or ocular history were not provided, it is unknown if the patient had preexisting comorbidity that would predispose chamber instability or intraoperative floppy iris syndrome (ifis). The system was examined. The company representative upgraded the system and did not indicate finding any issues that would be associated with the reported event. The system was manufactured on december 20, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿reflux issues, irrigation/infusion issues and unstable anterior chamber¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was reflux from the aspiration line in the irrigation/aspiration (I/a) mode during surgery. It was also reported that there were air bubbles at the beginning of irrigation and that the pressure was too low and the system did not maintain the chamber. The procedure was completed with the same system and no harm to the patient.